Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 489 mg/dl, 440 mg/dl and 403 mg/dl. Customer's blood glucose level at the time of the call 383 mg/dl. Troubleshooting occured. No additional information was provided.